Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: while running an intravenous general anesthetic case today (tiva), the pumps seemed to be delivering medications as expected using "rallonge microbore" ref v6222-c. When the physician tried to bolus more medication to the patient, the pump was reading "downstream occlusion" and failing. The operator stopped and checked the patient's IV thinking it was obstructed. She was able to deliver a flush without issue independent of the pump. Once it was established that the IV was not at fault, she tried again with the same error message. She finished the case using an alternate anesthetic route and the case was completed without issue. We then took the pumps into the office and tested them and they were working fine. We swapped out the pumps with new ones and tried the same tubing with the same error message. All other packages without that specific labeling had no issue at all. We tried several different pumps and tubings to make sure we had eliminated all other possible factors. The culprit seemed to be the packages marked "rollange microbore" ref v6222-c.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation, and the device logs were not made available. Further investigation of the complaint is not possible without a device for evaluation or the device logs. If the device or the device logs do become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.